Event description:
The facility representative reported an ipump with a condition of "unknown problem." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing found. The pump was reworked and passed all subsequent testing. Device evaluation: the reported condition of an unknown problem was confirmed to be a corroded micro processor unit (mpu) printed circuit board (pcb) involving an ipump. This condition was not reproduced during product evaluation. The assignable cause was determined to be a corroded mpu pcb. The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.